Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. The patient experienced infections, erosion and urinary incontinence after implantation.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, urethral hypermobility, and pelvic relaxation and mesh was implanted along with the concurrent procedure of cystoscopy. It was reported that the patient underwent removal of exposed mesh on (B)(6) 2011.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced mixed urinary incontinence, recurrent urinary tract infection, urgency and frequency.

Event description:
It was reported that following insertion the patient experienced mixed urinary incontinence, recurrent urinary tract infection, urgency and frequency.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.